Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the "o-ring on the oxygen sensor" has been identified to be the faulty component. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: leak test failed (tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: the "o-ring on the oxygen sensor" has been identified to be the faulty component. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: leak test failed ( tightness test failed).